Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A main coil and introducer sheath were returned for this complaint. The delivery wire was not returned. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. The main coil was found kinked and stretched, it returned without zap tip nor interlocking arm. The zap tip and interlocking arm were detached. Dimensional inspection revealed that the number of distal fiber bundles and the primary coil outer diameter were within specification. However, the number of proximal fiber bundles and the zap tip outer diameter failed to meet specification.

Event description:
Reportable based on device analysis completed on 23-jan-2019. It was reported that the coil could not be delivered. A 15mm x 40cm interlock-35 coil was selected for use. During the procedure, it was noted that the device could not be delivered smoothly and could not complete the embolism. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the zap tip and interlocking arm were detached and not returned and fiber bundles were missing.